Event description:
It was reported that during a coronary artery bypass graft procedure, the device wouldn't pass pre-run test with the hand control. The foot pedal test did work. Tried with new blue hand piece and hand control still didn't work. Swapped out the disposable and the new one worked just fine. Completed the case as normal, no patient consequence. One device will be returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received in good physical condition. No visible damage was noted. The device was tested on a generator and it was found that the hand control switch assembly buttons were non-functional. However, it worked properly with foot switch assembly. The device was disassembled to inspect the internal components. Hand activations wires were found detach from the hand activation board. This resulted in the hand activation buttons to be non-functional. No conclusion could be reached as to what caused the damaged to the hand activation assembly.